Event description:
It was initially reported that ¿the balloon expansion situation is not good enough, causing cannot be detected.¿ further information received provides the following clarification; ¿before intubation, the surgeon inflated the cuff and checked the tube for patency; the patency was ok. The surgery lasted for 8 hours. On the sixth hour, the surgeon found leakage from the tube and damage at cuff¿s joint. Then the surgeon used a clamp to fix the joint and injected some gas. After the problem found, nerve monitoring lost function. But finally, there is no patient impact.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis of the tube found that when compared to the assembly drawing: the inflation valve was out of place; this component attaches to the syringe for inflation and appeared to have been forced inside the inflation cuff, which would result in the reported events. Under magnification, ridges were present in the silicone of the inflation pillow that suggests the valve was properly seated prior to return; however, when the damage occurred is unclear. The valve was forced back to the operational position and attached to a syringe where 10 cc of air was injected and held without leaking out.